Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode of unknown cause. Review of stored device memory revealed no stored episodes that correlated with the syncope, however, the cause was not determined. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.